Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing causing pacing inhibition. No interventions were performed. The patient was in stable condition.